Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent mitral valve repair/replacement surgery with concomitant maze procedure and left atrial appendage exclusion (laae) using an ach245. After clip deployment, postoperative monitoring with transesophageal echocardiogram (tee) revealed poor hemodynamics around the left coronary artery, particularly near the left main/circumflex artery. Suspecting interference from the clip, the patient was placed back on cardiopulmonary bypass, and kelly forceps were used to grasp and expand the clip to reposition it over the superior part of the left atrial appendage (laa). Subsequent monitoring confirmed improvement in hemodynamics and the procedure was concluded. The patient's postoperative status was reported as stable. There was no reported device malfunction, and the adverse event was the result of a procedural complication.